Event description:
It was reported that the user missed a breakfast meal announcement while using the ilet system, resulting in a high blood glucose reading during lunch. Symptoms included hyperglycemia reaching 401 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of user-provided information. Investigation of this case revealed no device problem and identified a usage problem involving a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.